Event description:
During a setup of the device it was noticed that the ventilator was not working correctly. When the chest compression pressure was turned up beyond 60 kg, the ventilator did not work. Otherwise it functioned normally.